Event description:
The device and right ventricular (rv) lead were explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode. The device session records were reviewed and indicated one ventricular fibrillation (vf) episode was treated with high voltage therapy. A second vf episode occurred, where the device attempted to deliver therapy, but was not successful due to the device entering back-up vvi mode. The session records indicated that noise occurred on the lead, resulting in inappropriate diagnosis of vf. It is unknown whether the vf episodes were true. Further information was requested, but not received. Device explant is anticipated, but not yet scheduled. The patient was in stable condition. Related manufacturer reference number: 2938836-2018-10382.

Manufacturer narrative:
Additional information: the reported event of lead noise was confirmed. Visual inspection of the lead revealed external abrasion breaching the ring electrode, non-functional, and inner coil lumens distal to the connector boot. The ptfe liner of the inner coil was abraded and the etfe cable coating for both non-functional cables were abraded. However, the coating for the ring electrode cables were not damaged. The cause of the reported event was isolated to abrasion of the inner coil ptfe liner, consistent with friction to the device can.